Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter. During the procedure, the balloon catheter allegedly cannot be removed after use. It was further reported the balloon was break in an attempt to remove it, but it was still unsuccessful. Reportedly, the balloon was ultimately removed surgically, and the balloon was not completely deflated. There were no complications.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the balloon had a circumferential rupture near the proximal end of the balloon. Also, there was a circumferential break on the outer catheter shaft near to the distal tip. No functional testing performed due to the circumferential rupture and break on the catheter shaft. Based on the information received from the customer, the balloon was surgically cut and removed, which contributed to circumferential rupture near to the proximal end of the balloon. Therefore, the investigation is inconclusive for reported difficult to remove and deflation problem as no functional testing was performed due to the condition of the device returned. However, the investigation is confirmed for the identified break as circumferential break was noted on the outer catheter shaft. A definitive root cause for the reported deflation problem, difficult to remove and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter. During the procedure, the balloon catheter allegedly cannot be removed after use. It was further reported the balloon was broken in an attempt to remove it, but it was still unsuccessful. Reportedly, the balloon was ultimately removed surgically, and the balloon was not completely deflated. Current status of the patient is unknown.